Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this patient had undergone knee surgery. Following the knee surgery, the system was confirmed to be functioning appropriately. Two days later, the patient received two shocks. That night, the patient performed a latitude interrogation. After the interrogation, the physician called stating there was a lead issue. No adverse patient effects were noted.